Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012793809 was returned and analyzed. No anomalies were identified during external visual inspection of the shaft and handle segments. During external visual inspection of the spiral array segment, the spiral array pebax tube was observed to be kinked. The pcba chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170 degrees (°) rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity test revealed an open loop on the electrode wire #4, 5 and 6. Inspection (microscope/x-ray imaging) and testing were performed to verify the integrity of the catheter sub-components. During inspection of the shaft segment, broken electrode wires were observed. In conclusion, the reported issues were confirmed through testing. The catheter failed the returned product inspection due to broken electrode wires and a kinked pebax tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation (pulse field ablation) procedure, there were multiple product issues involving the sheath 10fcc13 flexcath contour 10f, catheter pscc100 pulseselect, and cable pscic101 catheter pulsed field ablation. The guidewire was positioned in the upper left pulmonary vein, and after the transseptal sheath was removed, an attempt was made to introduce the contour sheath. Despite repeated predilation and stab incision, the sheath could only be inserted with difficulty. After introduction, fluoroscopy revealed an atypical material appearance at the distal end of the sheath. The sheath tip appeared deformed. The operator decided to replace the sheath, and the new sheath was successfully introduced into the left atrium. After the pulseselect catheter was introduced into the left atrium, significant noise was detected on the pulseselect catheter leads. The cable to the pinbox was checked, the catheter connection cable was disconnected and reconnected, and then replaced, but the noise persisted. The pulseselect catheter was then replaced to resolve the issue and the procedure was subsequently carried out successfully. No patient symptoms, complications, injuries, or adverse outcomes were reported. No patient complications have been reported as a result of this event.